Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The jig was unstable. It was tested with a nail insertion and found that it did not fully tighten and that there was some movement in the jig. The bolt was not tightening completely. There was no patient or procedure involvement.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that there was a problem with the alignment of the instruments. It was reported that the jig is not lining up when aiming the nail through the screw. This is report 1 of 4 for (B)(4).